Event description:
Boston scientific crm received information that this right ventricular (rv) lead fractured. Impedance measurements were greater than 2200 ohms. It was noted that there were previous issues with loss of capture. The patient has second degree heart block with a slow ventricular rate, however no adverse events were noted. The pacemaker is scheduled to be replaced soon and the rv lead will be revised at that time. Six months later, we received new information that this lead was surgically abandoned due to the existing high impedance measurements suggesting a possible lead fracture.

Manufacturer narrative:
Since the rv lead was surgically abandoned and will not be returned for analysis, the clinical observations cannot be confirmed.